Event description:
Device 2 of 2 reference MFR report#: 1627487-2014-23292. The patient has 2 leads (from the same lot) implanted as part of scs system. It was reported the patient is experiencing discomfort at the ipg and peripheral lead sites (off label use). The patient is requesting to have his scs system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.